Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual, dystonia, and movement disorders. It was reported that the patient was suddenly being shocked. They stated this happened before and the manufacturing representative (rep) dialed them back to 0 and then dialed them up and it helped for a while but now it was happening again. They turned stim off and that stopped the shocking but now it was not helping medically and the patient's symptoms have come back. No falls/traumas were reported to be related to the issue. It was stated the event date for the shocking and return of symptoms was (B)(6) 2019 and then stated it was (B)(6) 2019. An email was sent to the rep for follow up and they indicated they would reach out for assistance. No further complication were reported or anticipated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause of the shocking was uncertain. On (B)(6) 2019 impedances were checked and normal. The system was turned back on at the slowest interval rate and where there was no shocking present but efficacy achieved per patient report. The doctor called during the appointment and per discussion, stimulation was left at the lower settings. The patient was to follow up with doctor. The patient used the recharger to couple with their ins and denied any shocking and the ins was charging effectively. On (B)(6) 2019 follow-up was done and the patient still had no shocking and had efficacy. The patient was back to normal per father's report. The shocking had been resolved, and the system was on and providing symptom relief.